Event description:
Philips received a complaint by the customer on the v60 indicating that a 1007 "machine and proximal pressure sensors failed" error occurred. It was reported that there was no patient involvement at the time the issue was discovered. The customer called technical support to report that a 1007 "machine and proximal pressure sensors failed" error occurred. However, a philips service engineer was not able to evaluate or repair the device as service was no longer required. It is unknown what the outcome of the service event was, and no further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.